Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold, low sensing and slight drop in impedance measurement was noted on the patient's right ventricular(rv)lead. Lead malfunction was suspected. Programming changes were made. The patient was stable and will continue to be monitored.